Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads dislodged during a non-specific surgical procedure. The leads were repositioned but apparently the ra lead was inadvertently attached to the right ventricle. The pocket was re-opened during a subsequent procedure. The leads were disconnected, tested with normal parameters noted and were reportedly reconnected to the device and the pocket was closed. Repeat testing showed that parameters of the original ra lead were inconsistent and lead function was questionable or not reliable. The original ra lead was removed and reportedly replaced by the original rv lead. A new rv lead was then placed. No patient complications have been reported as a result of this event.